Manufacturer narrative:
The complaint of loose or intermittent connection was confirmed. Analysis revealed that the user of the torque wrench completely stripped the ventricle setscrew inset due to incorrect wrench insertions and the setscrew cannot be tightened once stripped. The wrench could not be inserted into the atrial setscrew since the user did not align the wrench tip to drop into the inset of the setscrew. Therefore, it could not be tightened. There were no device anomalies found. The setscrew anomaly was consistent with having occurred during the procedure. The cause of the reported event was isolated to user error/ instructions for use (IFU) not followed with the use of the torque wrench.

Event description:
It was reported that the patient presented for a pacemaker implant procedure on (B)(6)2023. During the procedure, it was noted that the set screw of the pacemaker's header could not be tightened after the electrodes were fixed and it was difficult to confirm whether the electrodes were locked since there was no locking sound heard. The pacemaker was not used and was replaced. The patient was discharged with no reports of adverse consequences.